Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose level ranged between 442-462mg/dl. Multiple cartridge changes were performed and the occlusion alarms continued. A system check was performed and the pump performed as intended. After a cartridge change was performed no additional occlusion alarms occurred. Tandem technical support advised the customer to prevent abrupt temperature changes to the pump.